Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent an intermedullary rodding of the tibia on an unknown date. It was stated that the end of the flexible shaft was twisted, a universal chuck with t-handle is reported to be broken, and while the surgeon was reaming the tibia, the medullary reamer head broke while being backed out. Not all fragments were retrieved. There was a surgical delay of 5 minutes. The procedure was successfully completed and backup was available. Patient outcome is unknown. This report is for one (1) universal chuck with t-handle. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. Investigation flow: device interaction/functional visual inspection: visual inspection of the returned device performed at customer quality (cq) identified significant cumulative wear including scratches on the shaft and handle. No broken areas were observed. Functional test: service & repair (s&r) evaluation the customer reported the chuck was broken. The repair technician reported the device passed all testing. The customer was granted a replacement, however, so the returned device had to be scrapped. Warranty replaced is the reason for repair. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was unconfirmed. The returned device functionad as intended at cq. Therefore the received condition of the device does not agree with the reported condition of breakage and this complaint is not confirmed. DHR review: a review of the device history records was unable to be performed since the lot number was unknown. Therefore the exact age of the device cannot be determined. Document/specification review: universal chuck with t-handle assembly design drawing se_370805 current revision e was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection was not performed at cq because the returned device functioned as intended at s&r and at cq. Conclusion: a definitive root cause for the reported condition of broken could not be determined based on the provided information. This complaint was not able to be confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.